Event description:
It was reported that the patient presented to the hospital for a check. Device interrogation revealed that the right ventricular (rv) lead failed to capture and no sensing was noted. The rv lead had dislodged. The physician explanted and replaced the rv lead. The patient condition was stable.